Event description:
It was reported that a patient underwent an abdominal surgical procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke in half. The product was recovered during the same procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.